Event description:
Provider was using the speedband superview super 7 ligator (boston scientific) to band esophageal varices. Several of the rubber bands were misfiring and not attaching to the varices; instead, provider would go to fire the rubber band and it would suck up into the clear attachment of the banding kit instead of wrapping around the vessel. Care partner asked provider if the issue could possibly be due to having the suction pressure on the neptune at 520mmhg, but provider told care partner to keep the suction at max pressure. We used all of that kit and had to open a second banding kit. The second kit had the same issue. Provider was able to successfully place 2 bands (1 band from each kit).